Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Visual inspection of the lead revealed a separation of the gore¿ covering from the medical adhesive (ma) at the proximal end of the proximal shocking coil. Associated with this was a slight stretching of the proximal end of this shocking coil. The separation was a result of excessive drag on the gore and the shocking coils that likely occurred during the explant procedure. Under normal circumstances, separation of the gore covering will not impact the functionality of the lead.

Event description:
Boston scientific received information that this right ventricular (rv) lead had high threshold measurements. A lead revision procedure was scheduled. During the revision procedure the stylet was unable to pass through the lead due to a loop in the lead near the right shoulder region. The physician attempted to undo the loop in the lead; however, during this attempt the rv lead became dislodged. The physician opted to explant and replace the rv lead. No additional adverse patient effects were reported.